Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 04/29/2024. An investigation was conducted on 05/01/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. A reference endoscope was inserted into the cannula port until it audibly and visibly snapped into place with no physical or visual difficulties. The harvesting device was inserted through the port into the cannula. No resistance was noted. Based on the returned condition of the device and investigation results, the reported failure "fitting problem" was not confirmed. The lot # 3000378554 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure they took the conical tip off the vasoview hemopro 2 and attempted to insert the scope into the cannula. They found that they could not snap the cannula into place. The scope could not be pushed into the cannula. There was no "click" heard either. They opened a second kit and that one did snap into place. There was no procedural delay. No pt harm/effects. The event occurred before contact with the patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.